Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg (unknown); g2: citation: authors: vranic, j. E., dmytriw, a. A., berglar, I. K., alotaibi, n. M., cancelliere, n. M., stapleton, c. J., rabinov, j. D., harker, p., gupta, r., bernstock, j. D., koch, m. J., raymond, s. B., mascitelli,. The impact of preprocedural platelet function testing on periprocedural complication rates associated with pipeline flow diversion: an international multicenter study. Neurosurgery 95(1):179-185 2024. Doi:10.1227/neu.0000000000002956 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the impact of preprocedural platelet function testing (pft) on periprocedural complication rates associated with pipeline flow diversion for unruptured intracranial aneurysms in patients premedicated with aspirin and clopidogrel. The time frame of this study was: december 1, 2015, to april 1, 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped; medtronic), phenom and marksman microcatheters (medtronic). Among patient adverse events included:      ¿ in total, 30 patients experienced transient complications, and 9 patients experienced permanent complications. Eighteen patients required retreatment.      ¿ ischemic thromboembolic complications: 18 total. Four were transient, 6 were permanent, and 8 were not specified. Ischemic th romboembolic complications included procedure-related stroke and transient ischemic attack.      ¿ hemorrhagic intracranial complications: 17 total. Six intraparenchymal hemorrhage (iph), 9 subarachnoid hemorrhage (sah), 1 I ph + sah, 1 not specified. Nine of these were transient, 5 were permanent, and 3 were not specified.      ¿ permanent and transient neurological deficits. No further information was provided pertaining to medtronic products.